Event description:
According to the reporter the customer had a capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The vacuum source used was a medela pump and the vacuum pressure before the procedure (with and without finger) was 550mmhg. Some lubricant was used to facilitate the capsule placement, but it is not confirmed if any lubricant went into the capsule chamber. Capsule position was confirmed via endoscope by physician. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attach.